Event description:
It was reported that a kink occurred. A watchman access system (was) double curve was positioned and a 27 mm watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. It was reported that the device did not meet release criteria following deployment of the closure device. Therefore, a full recapture was performed. During recapture, the tip of the sheath got deformed making it difficult to recapture the closure device. The bending angle was noted to be less than 90 degrees after it kinked. Eventually, the device was successfully recaptured and the surgery was abandoned. No other complications or patient injury was reported.